Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 85% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery. The 2.25 x 20mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed from the patient and attempted to be reintroduced into a non bsc guide catheter, but met resistance. It was noted that the distal portion of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).